Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non tortuous and very calcified left common iliac artery. After the advancement of a non bsc guide catheter and a 035 amplatz super stiff guidewire, a 7.0 x 40, 75cm mustang¿ balloon catheter was selected for use and advanced to dilate the lesion. Initially, the balloon was inflated at 18 atmospheres at a duration of 10 seconds. However, upon the second inflation at the same atmosphere and duration, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile revealed kinks along the length of the device. Positive pressure was applied and leak was noted. A further microscopic analysis confirmed a longitudinal tear along the balloon length. The manufacturing batch record review was not performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non tortuous and very calcified left common iliac artery. After the advancement of a non bsc guide catheter and a 035 amplatz super stiff guidewire, a 7.0 x 40, 75cm mustang¿ balloon catheter was selected for use and advanced to dilate the lesion. Initially, the balloon was inflated at 18 atmospheres at a duration of 10 seconds. However, upon the second inflation at the same atmosphere and duration, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.